Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study; it was reported stroke occurred. The patient had a watchman ® aaa closure device implanted successfully in (B)(6) 2012. In (B)(6) 2015, the patient experienced a small stroke due to a minor blood clot. The patient's symptoms were disorientation, altered vision, imbalance, and inability to walk. The patient was hospitalized and was started on plavix. The event was considered resolved with no residual effects and the patient was discharged two days later.